Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia as well as insulin pump had software error detected alarm during bolus. Customer's blood glucose value was 210 mg/dl, 330 mg/dl, 101 mg/dl and 45 mg/dl at the time of incident and the current blood glucose level was 154 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer alleged that the insulin pump was over delivering because customer was wearing insulin pump for years and did not have any problems and now customer's blood glucose went down low. Customer reports programming was accurate. Customer states they were not wearing the pump during a medical procedure or test around magnetic resonance field. Customer stated that the insulin pump passed the displacement test. The insulin pump will not be returned for analysis.